Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported suction loss after the laser fired during a lasik procedure. The procedure was converted to photo refractive keratotomy (prk) due to flap issues. Additional information has been requested.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a technical onsite visit, the field service engineer (fse) tested the vacuum system. The fse could not duplicate the issue and completed system verification to specification per service installation record (sir). The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. Logfile showed multiple successfully performed treatments. Reported treatment could not be identified in the logfile. Log files confirmed that the surgeon had difficulty achieving valid suction values but no treatment with suction loss after laser fired was detected. There were difficulties with vacuum in several of the treatments. In the logfiles, no technical-related error messages indicated. No technical root cause could be identified. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. Root cause could not be determined conclusively. Technical root cause could not be identified. The manufacturer internal reference number is: (B)(4).